Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was unknown. It was unknown if pd therapy was ongoing. On an unreported date, the peritonitis was resolved and the patient was recovered. No further detail was provided regarding whether the patient was hospitalized for the peritonitis event or if dianeal therapy was ongoing. No additional information is available.